Manufacturer narrative:
Conclusion: the complaint was opened during a normal repair process after a leaking rechargeable battery was detected. A broken welding seam at the housing and multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. However, the electrolyte could not get outside the housing. It is assumed that the device got damaged due to excessive mechanical forces. This is a final report.

Event description:
A broken and leaking rondo 2 rechargeable battery was received at service _ repair. The welding seam of the rechargeable battery was broken and the battery was leaking electrolyte inside the processor. The rondo 2 processor was damaged, however the electrolyte was contained inside and was not leaking out. Neither contact with the electrolyte nor injuries were reported. There was no leakage noted when the user was seen and processor was sent in for service _ repair. Reportedly, the processor had been in use since (B)(6) 2019.

Manufacturer narrative:
When available, a device failure analysis will be submitted as a follow up report.

Event description:
A broken and leaking rondo 2 rechargeable battery was received at service repair. The welding seam of the rechargeable battery was broken and the battery was leaking electrolyte inside the processor. The rondo 2 processor was damaged, however the electrolyte was contained inside and was not leaking out.